Event description:
The customer reported that the system would not x-ray. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The high voltage tank and cable were replaced. The generator and filament were calibrated during the service call. The system was tested and found to be working as intended and put back into service.